Manufacturer narrative:
The insulin pump trace download analysis confirmed the pump alarmed power error, power loss alarm and replace battery alert. The power management tool confirmed power error, power loss alarm and replace battery alert was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unable to perform displacement test and lock reservoir in place due to missing retainer. Unit received with minor scratched lcd window, cracked keypad at select button, cracked case near belt clip rail corner, cracked case(battery tube), cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high, received power error detected alarm and the insulin pump was damaged. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that the pump keeps alarming power error detected alarm the complaint. The customer stated that the reservoir lip broke off three weeks ago and power error detected started about two days ago. The customer reported pump had not been exposed to temperatures below 41°f (5°c). The customer isn't using a 620g or 640g pump with software version 2.6. The customer has not previously called to report power error detected. The customer was guided with steps to resolve the issue. The customer stated that the pump did shut off on her a couple of days ago. Blood glucose was 504mg/dl. The customer declined to troubleshoot for high blood glucose. The customer stated that reservoir lip broke off. The customer stated the pump has been dropped. The customer stated that the reservoir does stay locked in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.